Event description:
It was reported that the right ventricular lead had high impedance and increased threshold. Follow-up was conducted and from the information obtained, it was reported that the set screw in the header of the device was not tight enough. The physician tightened the set screw and both, the device and lead, remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.